Event description:
Customer called to report that she was hospitalized due to high and low blood glucose. Customer stated her insulin pump was alarming, she removed the battery cap and she lost it. Advised will send replacement cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.